Event description:
During preparation, it was reported that resistance was experienced while passing the x-pedion guidewire through the hyperglide balloon. The tip of the guidewire was damaged as the physician pushed and pulled on it; therefore, it was not used in the patient.

Manufacturer narrative:
The device has been evaluated. The evaluation showed that the guidewire broke into two segments; however, the cause could not be determined.(B)(4).